Event description:
A peritoneal dialysis (pd) pt reported finding a fluid leak. She was removing the set used for the previous night's treatment when she found fluid leaking. She reported that the back of the set was missing. The pt was advised to contact her pd nurse and she completed treatment manually. The set was not made available for eval. During follow up the pt's pd nurse reported that the pt did not have any signs on infection. Her effluent remained clear. She was prescribed a single 3g dose of prophylactic antibiotic vancomycin. No adverse event reported at this time.

Manufacturer narrative:
The device has not been returned to the MFR for physical eval and the failure mode cannot be confirmed. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformities during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.